Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
Follow-up #1: date of submission 08/26/2015 device evaluation: the device has not been returned to animas. A retain sample from the same lot number was tested and evaluated by product analysis on 08/06/2015 with the following findings: a visual inspection of the cartridge was performed and no damage or defects were noted. A leak test, and fill test were performed with no failures observed. A cartridge force test was completed and one of the cartridges in the sample failed with low force. A dimensional interaction of the o-ring was found; the inside diameter was found to be out of specification. A lot review was performed and no failures were observed during incoming inspection. Each cartridge lot was subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.